Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03326. This report is being submitted as additional information. Model #/lot #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 53 days manufacturer's investigation conclusion: review of the submitted log file data confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. It was reported that the patient was admitted on "(B)(6)" 2018 due to low flow alarms beginning approximately 2 weeks prior. Reportedly, the patient experienced occasional dizziness both during and not during the alarms. The patient remains ongoing with the device. The heartmate 3 lvas instruction for use (IFU) in section 1 "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 due to approximately 2 weeks of low flow alarms with occasional dizziness. The etiology of the low flow alarms was reported as likely multifactorial, but mostly related to changes in left ventricular loading. On (B)(6) 2017 the patient underwent right heart catheterization (rhc) invasive hemodynamics with speed study. The speed study revealed low cardiac output with mildly elevated filling pressures. Blood pressures were also markedly elevated. Speed was increased from baseline of 5000 rpm to 5700 rpm in stages and the low flow alarms ceased. Cardiac index, lvad flows, and pi improved along with left ventricle dimension (approximately 5 cm). The patient¿s blood pressure remained elevated, which reportedly likely affected the lvad function as well. The lvad speed was left at 5500 rpm. An echocardiogram revealed severely decreased left ventricular systolic function. The inferior vena cava (ivc) diameter was <=21 mm with >50% decrease in size with inspiration which suggested normal right atrial pressure (0-5 mm hg). The patient was discharged to home on an unspecified date. Due to elevated map's lisinopril was increased to 20 mg daily, lasix was changed to 20 mg every other day, and coumadin 3 mg monday/friday and 2 mg all other days.